Event description:
It was reported that the customer experienced an issue where, after changing the pump cartridge, they repeatedly received a message to change the cartridge again, leading to waste of insulin and supplies. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance and no further actions were taken by technical support, resulting in the case being closed.